Event description:
Right knee swelling; right knee effusion. Information was received in 2/2006 from a physician via an office manager regarding a patient with a medical history of osteoarthritis and previous synvisc treatment (2004 and 2005), who experienced right knee swelling and right knee effusion. The patient began treatment with synvisc in 2006. The patient received one injection of synvisc into the right knee in 2006. In feb 2006, the patient experienced swelling in the right knee. The right knee was approximately four times the normal size. The physician drained the knee and injection cortisone. The causality was assessed as probable.